Manufacturer narrative:
Brand name: device information has been requested. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg has been unable to connect with any external devices since (B)(6) 2016 and the patient programmer displayed a communication error message. Subsequently, the device was deemed inoperable. As a result, surgical intervention was undertaken on (B)(6) 2017 wherein the entire system was explanted due to the issue.